Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician implanted the implantable cardiac monitor (icm) in the lung-pleura space instead of under the skin.after a few months the device could not be activated by patient with her activator.x-ray revealed device moved to back, bottom of the lung-pleura space. Telemetry from patients back was successful and showed signal. The device has a planned explant and will need thorax sergury to remove it. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.